Manufacturer narrative:
It was reported that the patient fell and now has a loose or dislocated poly insert. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient fell and now has a loose or dislocated poly insert. A revision surgery is planned to exchange the poly inserts.